Manufacturer narrative:
(B)(4). Method: the complaint (B)(4) chamber was returned to f&p in (B)(4) for evaluation. The (B)(4) chamber was visually inspected. Result: visual inspection revealed multiple vertical cracks in the chamber dome underneath both of the ports and near the baffle. Conclusion: it is most likely that the cracks in the chamber dome were caused by excessive pressure during use. It was reported that the chamber was used for one month, it is possible that extended use of the chamber contributed to the damage. Every (B)(4) chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The user instructions that accompany the mr290v chamber state the following: - maximum operating pressure: 8 kpa - use of the (B)(4) above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure. -do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the mr290v humidification chamber had developed cracks around the chamber dome after one month of use. It was also reported that the chamber was sterilised with hypochlorous acid. No patient consequence was reported.